Event description:
User had one pt recover a sodium result of 71 mmol per l. This result was reported out. The doctor called back to question the result and the lab repeated the testing with a result of 169 mmol pef l. No known treatment was provided as a result of erroneous result reported to the floor. If additional info is received, appropriate notification will be provided.